Event description:
It was reported that leakage was found during infusion. There was no reported patient injury.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was unconfirmed because the problem could not be reproduced. The product returned for evaluation was one 5fr d/l groshong catheter. Use residues were observed throughout the sample and needleless injection caps were attached to both luers. An attempt to infuse water through the sample using a 12ml syringe revealed both lumens to be patent to infusion and aspiration with no observed leaks. No leaks were observed during sustained (>15 seconds) hydraulic pressurization of the sample. Microscopic inspection of the sample did not reveal any evidence of damage or leakage. No deficiencies were discovered during evaluation of the returned sample. Consequently this complaint is unconfirmed at this time. A lot history review (lhr) of redw1120 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of redw1120 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that leakage was found during infusion. There was no reported patient injury.